Manufacturer narrative:
No product will be returned. Photo provided by the customer observed that the tubing was separated from the drip chamber outlet port. The root cause of the separation was not identified.

Event description:
It was reported that during priming with (ns) normal saline, the secondary IV tubing set separated underneath the fluid chamber. It was confirmed during follow up, that there was no patient involvement associated with this event.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that during priming with normal saline, the secondary IV tubing set separated underneath the fluid chamber. There was no patient involvement.